Event description:
This rv lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2017 due to lead insulation issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).